Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the delivery wire was kinked/bent most likely due to the handling of the device. The main coil was kinked and stretched. The main coil was partially detached/separated and then broke. Functional testing could not be performed due to the damaged condition of the returned device. The main coil kinked, stretched and subsequently detached from the delivery wire were most likely due to some friction encountered during device withdrawal from the microcatheter after unsuccessful detachment. Information available indicated that continuous flush was not maintained during the procedure. Directions for use recommended: ¿in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between the femoral sheath and guiding catheter, the 2-tip microcatheter and guiding catheters, and the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ it is likely that insufficient flush contributed to the damage noted to the device. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
Analysis of the returned device noted that the main coil had partially detached/ separated. No consequences to the patient were reported.